Event description:
Reportedly, the status led of the subject home monitor remains orange for several hours, and never goes to green light.

Event description:
Reportedly, the status led of the subject home monitor remains orange for several hours, and never goes to green light.